Event description:
It has been reported to the company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated it to 5mm to occlude the vessel. The balloon was being inflated and before occlusion and it deflated unexpectedly. The device was removed and replaced with another to complete the case.